Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling the cartridge with insulin. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer changed the syringe needle and successfully loaded the cartridge.